Event description:
Left-side capsular contracture, baker grade unknown.

Manufacturer narrative:
Sientra complaint (B)(4). Device analysis: the device was returned intact and functional with light yellowing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.